Manufacturer narrative:
It was reported that the frame of the walker bent while in use by the patient. Per the customer, fall occurred during use because of the bend in the frame. The legs and wheels were replaced with a walker from goodwill and customer was still unable to use the walker, customer purchased a secondary item for daily use. Customer reports no injuries and no medical intervention or follow-up care was needed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the frame of the walker bent while in use by the patient.